Event description:
During left ventricular (lv) lead implantation procedure, it was noted that the set screw was unable to be removed from the device header. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported complaint of left ventricular (lv) is-1 plug could not be removed was confirmed. Analysis of the lv setscrew found the inset of the setscrew was completely stripped by the user of the torque wrench. When the setscrew inset is completely stripped the torque wrench cannot engage it to untighten the setscrew. No anomalies were found with the lv setscrew. The problem was caused by the incorrect use of the wrench by the user stripping the setscrew. Electrical testing was performed on the device and the device was found electrically normal.